Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed to the sample, during the disinfection a pin hole was found at the cassette film. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was training on the cycler and stated that the patient was disconnected from the cycler at the end of treatment and found a leak.the pdrn stated solution dripped out when they opened the cassette door and the patient was given antibiotics as a preventative measure. No complications were reported and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy training.